Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel and auxiliary water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the scope connector, it is possible that reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: ¿-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further analysis of the returned loaner device includes the following: the foreign material was whitish in color but the type of material was unable to be confirmed, however it is likely a result of insufficient cleaning; the ceiling plate was deformed; the air/water and suction cylinders had discoloration; water tightness was lost due to damage on the guide pin of the electrical connector; the mouthpiece was deformed; the flexible circuit board had corrosion due to water leakage; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the bending tube and plastic distal end cover were deformed; and the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera ii colonovideoscope was returned to olympus as it was a loaner device. During routine inspection and analysis, there were foreign objects in the air water tube and the auxiliary channel. There was no procedural or patient involvement associated with this event. No patient harm was reported.